Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) automated pd sets with cassette were broken and leaked. It was further described as "when loading the cassette into the pump, it sounded like the machine was cracking the cassette. They opened the pump door to check and found that the cassette was internally broken and leaked within the cassette itself. They tried another cassette and the same thing happened". This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.